Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging pad, usb cable, and wall power adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging pad, usb cable, and wall power adapter was sent to the customer.